Manufacturer narrative:
(B)(4).

Event description:
It was reported the atrial lead was extracted and replaced due to atrial oversensing causing inappropriate automatic mode switch episodes. The patient was reported to be asymptomatic with the noise. No further information is available.